Manufacturer narrative:
Evaluation summary: the device was evaluated at a baxter service center. The reported condition of failure code16:310 was confirmed. The batteries were found depleted to a potentially damaging level which caused the failure to occur. The batteries were replaced and the device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 16:310 in the event history. Customer reported there were no patient injuries or medical intervention associated with this report.